Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed pump supplies multiple times. Customer reverted to using another pump for insulin therapy. Customer's blood glucose was 270 mg/dl.